Event description:
(B)(4). Event occurred in the united states. It was reported that in the morning of this report when the patient woke up, the tubing was disconnected from the quick release while sleeping and could see the glue. Patient's blood glucose level was 250 mg/dl and treated it with manual injection with a syringe. The site location was at the thigh and the pump was connected to the pants. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.